Manufacturer narrative:
The reference c21645 has been allocated to this case by rayner. The event description provided states that approximately 1.5 years following iol implantation, the patient presented with suspected opacification. Iol implantation is reported to have been combined with vitrectomy and scleral buckle - treatments for retinal detachment. Post-operatively, the patient has undergone a number of additional treatments due to recurrent retinal detachment including a silicone oil tamponade. Ivi with bevacizumab was performed several times due to severe cystoid macular edema (cme). The lens following explant will be returned to rayner for evaluation. Analysis of the iol will be undertaken by a third party independent laboratory and the results will be shared in a follow-up report. Rayner ifus contraindicate "· active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). "Precipitates" is listed in the "adverse events" section of the IFU. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's pre-existing medical history is suspected to be a contributory factory to the onset of opacification in this case.

Event description:
On 24th september 2021, rayner intraocular lenses limited received notification from its taiwan distributor of an event that occurred following implantation of a c-flex 570c. The event description provided states that 1.5 years post-operatively the patient has presented with opacification.